Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed the atrial lead was oversensing noise. No changes or interventions were performed. The patient was in stable condition.